Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: we have identified a syringe containing a defect, please see attached for images. It appears to be coagulation of something. The syringe is available for collection, but it does contain cytotoxic product. There no patient impact, the defect was identified prior to administration. Has there been a recent change in the silicone specification the syringes, which may have caused this issue? 20 ml polypropylene bd syringe, bn: 2409059, exp 2029-08-31.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon visual inspection, a white substance was observed on the stopper, confirming the reported concern. Due to the level of contamination, the device required decontamination prior to evaluation. After this process, the substance was no longer visible, and as a result, we were unable to identify its specific composition. A device history review was performed for the reported lot 2409059, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Six retained samples of the reported lot were used for additional evaluation. All product was inspected, no foreign matter or other contamination was observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Manufacturing for this product is performed in a clean room environment maintained under positive pressure to minimize the risk of foreign matter. The assembly station is equipped with a de-ionizer and vacuum system to remove particles from the barrel during production. A medical-grade silicone lubricant is used during syringe assembly to facilitate movement of the plunger and stopper. This lubricant is transparent in appearance due to its viscosity. The observed particle was white, which suggests it is unlikely to be silicone. However, since characterization testing could not be performed, we cannot confirm this definitively. Based on the available information, we are not able to identify the specific root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.